Event description:
It was reported that the patient was using the irc9lxo2 concentrator when his saturation level dropped to 88. They switched to their backup cylinder. When a dolby vivisol home care technician arrived at the patient¿s home, an ambulance was present, and the patient had passed away while using his backup cylinder, that was not an invacare device.

Manufacturer narrative:
Invacare was made aware of an event that took place in (B)(6), with a 3-1/2-year old irc9lxo2awq-s concentrator. Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. It is unclear if the device malfunctioned or the end user¿s under lying condition caused the decrease in o2 saturation. Invacare attempted to obtain further information without success. A returned has been requested but as of this date it has not been received. If more information is received a follow-up will be filed.

Manufacturer narrative:
The device was returned to invacare and evaluated. The investigation findings were received 06/21/2022. The concentrator with serial (B)(6) (manufactured june 2018) was visually inspected and the shroud had slight scratches on it. Upon receipt the flow meter of the concentrator was set on 9 l/min and the devices showed 16403.66 running hours. The concentrator was functionally tested on random higher flow rates of 7 to 9 l/min (according to the patient description of 8 - 15 l/min), and the oxygen concentration was within the specifications on the tested flow rates. It was concluded that there was no malfunction of the concentrator, and it did not contribute to the passing away of the patient.

Event description:
It was reported that the patient was using the irc9lxo2 concentrator when his saturation level dropped to 88. They switched to their backup cylinder. When a dolby vivisol home care technician arrived at the patient¿s home, an ambulance was present, and the patient had passed away while using his backup cylinder, that was not an invacare device.